Event description:
The facility reported an intermittent problem with the opening of the tube slot. The reported condition occurred during biomedical testing. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
The reported condition of an intermittent problem with the opening the tube slot was confirmed. Inspection of the device by baxter found that the cause of the reported condition was due to a faulty pump-head module keypad. The pump's pump-head module keypad was replaced to correct the reported condition. This issue is being investigated.